Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the head of the micro oscillating saw was smoking during a routine equipment evaluation at the user facility by a manufacturer's service technician. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The reported event was duplicated. The technician noted that while the device was running smoke was coming from head. Disassembly of the device revealed non-stryker repairs and the inner release was coming out of the outer release.

Event description:
It was reported that the head of the micro oscillating saw was smoking during a routine equipment evaluation at the user facility by a manufacturer's service technician. There was no patient involvement, and there were no user injuries or adverse consequences.